Event description:
It was reported that this right ventricular (rv) lead was exhibiting low pacing impedance out of range. The lead presented oversensing and pacing inhibition with an asystole greater than two seconds. The lead remains in service. No additional adverse patient effects were reported.